Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument's cable was frayed. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the distal. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding frayed cable was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: there were no issues reported regarding this instrument from the surgeon when it was used in the operating room; therefore, there was no patient involvement with this instrument. The sterile processing service notified me that they noticed the fraying during their inspection. I don¿t know at what point during the inspection they saw the fraying.

Event description:
Refer to h11 for follow-up information.